Event description:
It was reported that automatic atrial threshold tests for this right atrial (ra) lead showed a number of spikes in the threshold result. Manual threshold tests performed were noted to be in alignment with the majority of stable segments of the automatic tests. The company representative requested technical services (ts) review of the automatic threshold tests to determine if the threshold measurements were accurate or if there was true fluctuation in the threshold measurements. Additional information was received approximately one month later, that a message was received in the remote home monitoring system indicating the device entered suspension mode due to fusion during right atrial automatic threshold testing (raat). Review of the raat appeared to show true loss of capture (loc) at 0.4 volts. No further raat attempts were successful afterwards. Lead trend data was noted to be very stable other than the previous observed spikes in threshold results. No further assistance was requested. No adverse patient effects were reported. This device remains in service.